Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the tip of the obturator was fractured. The fracture was brittle and had cracking around the break. The cannula, seal, and obturator tip were not returned with the event unit. It is likely that the obturator tip was damaged due to the material being exposed to moisture during the injection molding process. If material with a high moisture content is used, the material could degrade and the obturator tip would be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Nephrectomy - during initial insertion the obturator tip cracked. Type of intervention: an additional trocar was used. Patient status: no patient injury